Event description:
It was reported that collar separation occurred. The 90% stenosed target lesion was located in the moderate to severely calcified circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, the device was pushed very hard to get it further down the artery. Consequently, the back end of the device was bent and part of the collar separated. The catheter was then pulled out from the patient's body. The procedure was completed with another of the same device and a stent was placed. No complications reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and visual inspection of the tip, distal shaft, collar and hypotube were performed. Inspection revealed a kink in the hypotube located 30mm from the strain relief, a kink in the distal shaft located at the collar edge, and a partial separation of the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that collar separation occurred. The 90% stenosed target lesion was located in the moderate to severely calcified circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, the device was pushed very hard to get it further down the artery. Consequently, the back end of the device was bent and part of the collar separated. The catheter was then pulled out from the patient's body. The procedure was completed with another of the same device and a stent was placed. No complications reported and the patient is fine.